Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead revision procedure was performed due to the patient's wide qrs complex. During the revision procedure, the physician backed the set screw out too far and was not comfortable trying to thread it back. No further information could be obtained through follow-up. The implantable pulse generator (ipg) was replaced, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.